Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen3123 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC catheter has come bent. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bend in the catheter was confirmed but the cause is unknown. One open 3 fr powerpicc sv catheter kit tray and catheter were returned. One photo sample was also provided and corresponded with the condition of the returned catheter. The product label indicated lot: reen3123. A kink in the catheter was noted 7.8 cm from the distal end of the catheter. The catheter was trimmed at approximately the 35 cm depth marker. The stylet was returned extending 2 cm past the distal end of the catheter. The stylet was removed from the catheter and the catheter was found to retain a partial bend. The stylet tip and wire did not contain any breaks. Based on the condition of the returned sample, possible contributing factors include bending during handling or the insertion procedure. Since the bend was found to be present, the complaint is confirmed but the exact conditions leading to the bend remain unknown. A review of manufacturing documents for this batch/lot was conducted and did not reveal any deviations or issues related to the product materials, manufacturing or packaging.

Event description:
It was reported PICC catheter has come bent. No other information was provided. Additional information: it was stated, "the catheter came into contact with the patient. We had even prepared the catheter for inspection, when we notice the fold. The packaging was not tampered with, no sign of bending or wrinkling."

Event description:
It was reported PICC catheter has come bent. No other information was provided. Additional information: it was stated, "the catheter came into contact with the patient. We had even prepared the catheter for inspection, when we notice the fold. The packaging was not tampered with, no sign of bending or wrinkling."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bend in the catheter was confirmed but the cause is unknown. A returned photo of the product showed the shaft of a 3fr s/l powerpicc sv catheter. A bend was seen within the catheter shaft. This type of damage is often seen when the inlaid stylet becomes bent or kinked. However, the cause of the damaged stylet could not be ascertained from the returned photograph. It is possible that the stylet became bent during handling or the insertion procedure. A review of manufacturing documents for this batch/lot was conducted and did not reveal any deviations or issues related to the product materials, manufacturing or packaging. H3 other text : evaluation findings are in section h.11.